Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that there was no indication to reasonably suggest that the cobas mpx assay contributed to the patient's positive hcv antibody test. A review of the provided data confirmed the non-reactive result for the blood donation collected on (B)(6) 2023, with no abnormalities observed. A batch trend analysis did not identify any issues with the alleged lot, and this was the first complaint questioning a result discrepancy for this product. The investigation concluded that the source of the patient's hcv infection could not be determined based on the available information. The device remains in operation, and no further action is required at this time.

Event description:
The initial reporter questioned a non-reactive result for hepatitis c virus (hcv) using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The patient reportedly tested positive for hcv on (B)(6) 2023, with a high viral load confirmed through repeat testing on (B)(6) 2023. The blood donation in question, collected on (B)(6) 2023, was tested using the cobas mpx assay and yielded a non-reactive result. No abnormalities were observed in the data provided for this test. The patient has been receiving blood transfusions since 2016, with both nucleic acid testing (nat) and serology results reported as negative for all transfusions. The customer uses an anti-hcv antibody enzyme-linked immunosorbent assay (elisa) to screen blood donations. Information regarding serology testing of the patient prior to receiving blood transfusions was not available.